Event description:
Surgeon was almost done burring for a uni knee and noticed the burr had come loose from the anspach. He tried repeatedly to re-engage it into the locking mechanism but was unsuccessful. We tried a new burr and that didn¿t lock in either. We switched to a different anspach hand piece and the burr locked in and he finished the surgery uneventfully. Case type: pka. Surgical delay: 7 minutes. Update: were there any devices that became detached during the surgery? Per the mps: "a burr".

Manufacturer narrative:
Anspach emax 2 plus burr motor burr came loose. Method & results: device evaluation and results: device evaluation was performed and the anspach emax 2 plus burr motor event was confirmed. Also, the anspach emax 2 plus burr motor made loud bearing noise and started to smoke (<80k rpm's). Device history review: not performed as the anspach emax 2 plus burr motor is an OEM product. Complaint history review: based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding anspach emax 2 plus burr motor burr came loose failure of p/n: emax2plus, s/n: (B)(4). There have been no other similar events for the referenced serial number. Conclusions: the anspach emax 2 plus burr motor is an OEM device. Upon receipt, the anspach emax 2 plus burr motor was bench evaluated by (B)(6) (engineer, r&d robotics) and the reported event was confirmed.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Surgeon was almost done burring for a uni knee and noticed the burr had come loose from the anspach. He tried repeatedly to re-engage it into the locking mechanism but was unsuccessful. We tried a new burr and that didn¿t lock in either. We switched to a different anspach hand piece and the burr locked in and he finished the surgery uneventfully. Case type: pka. Surgical delay: 7 minutes. Update: were there any devices that became detached during the surgery? Per the mps: "a burr".